Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that, after swimming, all keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 09/20/2013 - device evaluation:the pump has been returned and evaluated by product analysis 08/29/2013 with the following findings: the keypad buttons were found to be unresponsive. The keypad cover was removed and no contamination or damage was found on the key contacts. There was visible moisture found behind the display lens. The pump failed a leak test and a display lens leak was found. The pump was opened and evidence of moisture ingress was found. Moisture residue and corrosion was found on internal components and the printed circuit board. Unrelated to the complaint, evaluation revealed that the vibration motor was unresponsive due to corrosion on the motor. An audible alarm reading was unalbe to be obtained due to the unresponsive keypad buttons animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).